Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging a meter messages (other message) issue with the subject meter. This complaint is being reported because the alleged issue remained unresolved at the time. There was no indication that the product caused or contributed to an adverse event.